Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic laparoscopic procedure, the seal was damaged and there was an air or gas leak from the seal. Another trocar was used to complete the case. The fleck was retrieved with a laparoscopic grasper.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There was damage to the circular seal. The obturator was received inserted into the cannula. The circular seals failed an air leak test due to the tears. There was no strange noise heard during the leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic laparoscopic procedure, the seal was damaged and there was an air or gas leak from the seal. They switched out the trocar to resolve the issue. A fleck was retrieved with a laparoscopic grasper. No patient adverse events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.